Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedance measurements of an unknown value at routine follow-up. It was also reported that the physician suspected the lead to be fractured. A revision procedure to replace the patient's device due to normal battery depletion was performed at which time the lead was explanted and replaced as well. No adverse patient effects were reported. This lead is not expected for return and analysis as it was disposed of at the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.